Event description:
Venous header leak reported on resue #11. Extracoroperal circuit discarded estimated blood loss 250cc. No add'l adverse effects. Sample not available for examination. Medwatch filed on the blood loss.